Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that the impactor device was turning on and off randomly. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the impactor was turning on and off randomly was not confirmed. Therefore, an assignable root cause was not determined. However, the device was visually inspected, and it was found that the anvil was damaged. It was determined that the impactor failed the visual assessment due to the anvil being damaged. The impactor was functionally tested and failed functional assessment and locking collar assessment due to anvil and locking collar damage consistent with the adapter not properly secured during use (user error), however the impactor operated as intended, and intermittent operation was not observed. It was determined that the most probable cause for the found defect is improper handling (not properly align broach when inserting it into the impactor) by the user. The assignable root cause of this condition was determined to be traced to user error.